Manufacturer narrative:
Date of event for device not working: 2016. Device not working for first time: patient stated it was within a month of implant. Device not working again (pt stated the first part of last year as event date) (pt mentioned the last time she changed her settings was the first quarter of 2016.

Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change in therapy and that their ins was not working again. They stated that before the therapy stopped working for them, they ended up changed the settings (tried all 4 programs) ¿5 times¿ none of which worked permanently. Now that the therapy was not working again they wanted to know how to change the program again as they had forgot how to. The patient was currently on program 4. They mentioned that they were on program 4 before and it ¿didn¿t work¿. The patient would try to change program to a previous program for now until they found a healthcare professional (hcp) as they did not have managing hcp for the device. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.